Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3093-28, lot# v018653, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had bladder pain since yesterday was unable to adjust stimulation; she had reached the upper limit. The patient was at 3.5 and she did not have another program available to use. The patient could not increase stimulation further to relieve interstitial cystitis pain. Additional information received reports the call was about diagnostics/impedances. The caller reports reading - 250 ohms. The nurse calling to review a case on this patient. The patient called in two and half week ago regarding inability to titrate up voltage and only being in one program. The patient noted that when she tried to increase amplitude she got an informational warning on patient programmer. The caller saw patient in clinic on (B)(6) 2014. The caller got rid of limits and programmed patient to 5.5 volts which was starting to be too strong for her left. The patient at 3.5 volts and then verified she could titrate up to 5.5 volts. Reviewed this was expected behavior and the caller stated when she interrogated patient she was able to retrieve all four programs; however, the patient was in reduced icon mode with only one program when she came in. Noted that the patient was bonded to patient programmer at past (B)(6) 2013 visit. They had set limits at 8.5 volts at that time discussed the fact that the patient has two icon programme rs possible she used the old unbonded one to make the adjustment which in turn put her in reduced icon mode. The patient does have one labeled old and one labeled new discussed short circuit. The patient has - 50 with 0/1 programmed at 1-3+/210/14 with no limits. It was stated the reason patient was trying to increase amplitude before was due to starting to get pain in bladder. Not clear what therapy status was at this time reviewed impedances: c/0 535, c/1 535, c/2 603, c/3 720, 0/1 - 50, 0/2 1087, 0/3 1087, 1/2 1054, 1/3 1086 and 2/3 1087. Discussed short and programming options. Cannot program with 2 as it recruits back and vagina. One was being used as it gives rectal which they want.